Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: administrator/ supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. It was noted that the fiber optic had worked initially. The customer unplugged the fiber optic cable in the operating room (or). When it was plugged back in, the console generated a fiber optic sensor failure message. They then used an alternate arterial pressure source. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The insertion was reported to be femoral. It was noted that the fiber optic had worked initially. The customer unplugged the fiber optic cable in the operating room (or). When it was plugged back in, the console generated a fiber optic sensor failure alarm. They then used an alternate arterial pressure source. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).